Manufacturer narrative:
The technician found the left side gas spring was leaking oil. He replaced the head gas spring to repair the bed.

Event description:
Info received indicates the head of the stretcher is not going down.